Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined. CAPA (B)(4) was opened to investigate this issue.

Event description:
It was reported that the user found foreign matter on the needle of a bd¿ vacutainer¿ multi-sample needles. No injury or medical intervention reported.